Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusion the following sections were corrected: h3 - the revision reported was likely the result of tibial insert prosthesis wear leading to device fracture. Per the attached pre-revision radiographs and provided devices, possible causes that contributed to the prosthesis wear include high stress loading of the posterior end of the insert, third body wear, inclusion of the insert in the packaging recall and being on the shelf for more than five years prior to implantation, or any combination of the preceding factors. However, the contributions of the potential causes to the overall sequence of events cannot be confirmed. H6 - medical device problem code.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 4 years 10 months post the initial right total knee arthroplasty, the patient needed to be revised because of the wrong packed liners and wear of the liner. Patient presented with a swollen knee and pain. Some pieces broke apart from the liner and were removed. No further information provided.